Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a cholecystectomy procedure, the clips were scissored. There was some torque in an attempt to get the angle needed to clip the cystic artery. A competitor's device was used to complete the procedure. The procedure was completed without patient consequence. The device was discarded.